Event description:
According to the reporter, the service wrench icon is displayed. No pt use is associated with this report.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.